Event description:
It was reported that during a lead implant procedure, the guidewire could not be removed from the lead. The physician pulled it, and the distal extremity broke off, remaining in the patient.